Event description:
It was reported that the system was locking up resulting in the loss of touchscreen calibrations. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. The system operates as intended.